Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the belt was unable to run detect and treat test. The root cause for the failure was the electrode belt trunk cable was cut and missing, damaging all wires in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.